Event description:
It was reported that the ilet user experienced a hypoglycemic episode with a nadir of 47 mg/dl. The user was advised to treat with small, repeated carbohydrate doses, after which glucose rose into range. Subsequent review identified a rapid spike to 232 mg/dl due to an unannounced snack, consistent with an improper or incorrect procedure related to meal announcements. Symptoms included hyperglycemia, hypoglycemia, and confusion or disorientation. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for snack announcements in the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.